Event description:
Material no: 381433, batch no: 9213348. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needles are releasing and shooting across the room. One needle went through the pant leg of an employee. The following information was provided by the initial reporter: we have come across an issue here with the IV catheters (20 ga 1.00 in) ref 381433. The needles are releasing and shooting across the room. We had an event when one went through the pant leg of an employee. Fortunately she was not harmed.

Manufacturer narrative:
H.6. Investigation: bd received thirteen 20 gauge insyte autoguard units from lots 9213348, and 9116581 for evaluation. A review of the device history record was performed for both lots and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to the units. Next, a function retraction test was performed and all units were observed to retract successfully. No issues were found with the units' retraction. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were observed during inspection a definitive root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 381433, batch no: 9213348. It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter the needles are releasing and shooting across the room. One needle went through the pant leg of an employee. The following information was provided by the initial reporter: we have come across an issue here with the IV catheters (20 ga 1.00 in) ref 381433. The needles are releasing and shooting across the room. We had an event when one went through the pant leg of an employee. Fortunately she was not harmed.